Event description:
It was reported that noise episodes were noted. Further evaluation was recommended. No adverse consequences for the patient were reported.

Manufacturer narrative:
Describe event or problem: corrected event description. (B)(4).

Event description:
It was reported that noise episodes and loss of capture due to under sensing were noted. The lead was capped and replaced. The patient was then discharged.

Manufacturer narrative:
(B)(4).